Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-01. H6: investigation summary: customer returned (1) loose 3/10cc, 8mm, 30g syringe in a shelf carton from lot # 0321256. Customer states that syringes have expelled some form of clear liquid when pushing the plunger forward, before inserting the needle into the insulin vial. The returned syringe was tested and no foreign matter was observed on the sample. Also, no foreign matter came out of the cannula when the plunger rod was fully depressed. A review of the device history record was completed for batch # 0321256 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that clear liquid was expelled out of 2 bd micro-fine¿ insulin syringes when the plunger was pushed. The following information was provided by the initial reporter: we have now had 2 syringes (at least, that I have noticed!) Which have expelled some form of clear liquid (when pushing the plunger forward, before inserting the needle into the insulin vial).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clear liquid was expelled out of 2 bd micro-fine¿ insulin syringes when the plunger was pushed. The following information was provided by the initial reporter: we have now had 2 syringes (at least, that I have noticed!) Which have expelled some form of clear liquid (when pushing the plunger forward, before inserting the needle into the insulin vial).